Event description:
Family member reported customer being hospitalized due to high blood glucose levels and dka. States high blood glucose levels and dka are due to customer error, declined troubleshooting.